Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced a brief sensor issue on the dexcom mobile app. The patient¿s last known cgm value before the error state was 71 mg/dl. The patient began to feel sweaty and shaky. Around 330pm, the patient passed out for about a minute. The patient¿s husband took the patient¿s bg meter reading, which was 42 mg/dl and he treated her with glucose gel. The patient¿s sensor readings came back around 430pm (no specific values reported) and then the sensor failed by 730pm. The patient did not seek any assistance from a higher level of care. The patient was ¿fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.